Event description:
It was reported that on (B)(6) 2010, the pt presented with a total occlusion of the proximal left anterior descending artery (lad). The pt was treated with an aspiration catheter to remove thrombosis and then a 2.25 x 18 mini vision stent was deployed in the mid lad and a 2.5 x 15 mini vision stent was deployed in the proximal lad. No adverse event or product issue was noted at the time of this procedure. However, the pt remained in the hospital and the next day ((B)(6) 2010), the pt was brought back to the cath lab with chest pain, nausea, diaphoresis and stent thrombosis in the proximal stent (2.5 x 15). An aspiration catheter and non compliant balloon were used to treat the thrombosis. On (B)(6) 2010, while still remaining in the hospital, the pt was again brought back to the cath lab with subacute stent thrombosis (sat) of the same proximal lad stent (2.5 x 15). An aspiration catheter was used for treatment. As a dissection was suspected, although not visualized, at the distal edge of the stent, another mini vision stent (2.5 x 15) was placed overlapping at the distal edge. Reportedly, the pt still remained in the hospital. No add'l event or info was provided.

Manufacturer narrative:
(B)(4). Angina, dissections, and thrombosis are known adverse events as listed in the mini vision instructions for use. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.